Event description:
(B)(4). I also had the novasure ablation at the same time. However, my periods did not get better, the flow was a little less but the cramping was worse. I gained 20 pounds, had a panic attack, and started having severe insomnia. Over the years, I have noticed that I can't lose weight, have a lot of bloating, I still suffer from insomnia, anxiety and panic. Prior to the procedure, I had a very healthy and enjoyable sex life with my husband. In the time since the procedure, I have only had one orgasm. Sex is not enjoyable nor do I have any drive. My skin has become very dry. I also developed dry eyes. I have been diagnosed with eczema, and have more frequent and intense respiratory infections. My energy level has significantly decreased and I get depressed.

Event description:
#Medwatcher #followup1 #fdamw5042610 #(B)(4). I am not a healthcare professional. I forgot to check that box before I submitted. I also want to add I do suffer from brain fog. I forget things more easily, my spelling and organizational abilities have markedly decreased, along with my vision. My self esteem has suffered, along with my marriage and my career due to these symptoms.

Event description:
#Medwatcher #followup2 #fdamw5042610 #(B)(4) I also plan to get them removed but have to wait until I can afford it and take the time off. My lot # is 678819.